Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was displaying "internal communication failure." There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the executive processor board. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: person name- (B)(6).

Event description:
N/a.